Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked display window corner, and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump display screen had moisture trapped behind it. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped, but may have been exposed to moisture and sweat after they played basketball. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.